Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that no steps were taken to resolve the shock from their device. It was reported that the issue had not been resolved and the patient was thinking of having it removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was they said their ins had "gone dead because I turn it off for a month then turn it off for a month because that buzzing drives you nuts after awhile, it drives you as crazy as the pain does so I turn it off until I cant take the pain". They said this uncomfortable stimulation started happening "since day 1 and they gave me different programs to try but it hasn't worked". Pt says when they had the implant "the dr didn't have all the proper equipment to do the surgery, I think the rep reuben didn't have long enough leads and only had one lead or something so when the dr installed it they put it in the center of my back which was very uncomfortable". At first pt said it was working fine but then felt the stimulation move and "its down lower". Pt says hcp "did a scan and they confirmed it moved". They clarified that they mean the lead "pulled down, probably from my hunching over". Pt says they asked hcp what to do and hcp said "you will have to have another surgeon go in and redo the leads up my neck so I dumped that dr, and I found another surgeon to put a paddle in to attach the lead to my spine and put the stimulator down towards my butt check and I haven't had a problem since except this buzzing feeling". The patient was redirected to their healthcare provider to further address the issue. Pt doesn't have managing hcp but says that they are going to ask their pain dr to find a medtronic doctor. Pt has been trying to reach rep will, and said that they are calling him now, so he is going to follow up with the rep on this. Redirected caller: patient's hcp additional information was received from the patient. Patient clarified that it was not buzzing, but it was shocking from the stimulator. The patient is going to try a different program to see if that would help. Issue is unresolved.